Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event of needle failing to retract. (B)(4) for the reported event of needle being bent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-01211 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices was used during a bronchoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, while in the right lung between the upper and lower lobe trying to push the needle out, the needle became kinked and would not retract easily. The same incident occurred with a second needle. A third excelon transbronchial aspiration needle was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.